Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of obstruction in the air/water channel. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, debris through the air/water irrigator (nozzle) was observed and the most likely cause was component failure. There was no patient involvement.